Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source exhibited issues were encountered in detecting the endoscopic instruments once connected. The issue occurred during inspection for use. There were no reports of patient involvement.